Event description:
It was reported that the patient was hospitalized due to hyperglycemia on an unspecified date. Patient reported that blood glucose levels rose between 350 to 400 mg/dl while wearing pod for unspecified amount of time. According to the patient, the pod was leaking insulin during use, which may have resulted in insufficient insulin delivery and subsequent hyperglycemia. The reported symptom was hyperglycemia. During hospitalization, the patient was treated with intravenous (IV) insulin and glucose due to the insulin provided declining the glucose levels. The patient reported being hospitalized for 2 nights and discharged on unspecified date. The pod was removed at the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 4.0.2. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.